Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified a short in the power cord that was returned with the device that could have contributed to the reported condition of the device powering off without user input. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified as the device was not evaluated for this specific condition. The event history log was reviewed and found no instances of the device shutting down improperly. Due to the condition of the power cord, it was replaced. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were reproduced while running a loaded set. System error 345 alarms were verified through a review of the event history log and found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm and turns off by itself. There was no known patient injury or medical intervention associated with this event. No additional information is available.